Event description:
Customer called to check the setting alarms. Troubleshooting was performed and reset the pump. The history alarms showed different alarms had been occurring. Customer would contact their doctor to set the new basal rates. Furthermore, they called back and stated that they were hospitalized three weeks ago due to low bgs and was just recently released. They were disconnected from the pump. Also it was found that the customer had multiple medical problems and a change in basal rates.